Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
It was reported to b. Braun medical inc. That an infusion set (material unknown, lot unknown) was being used to administer levophed on (B)(6) 2024. According to the complainant, critically ill patient admitted after prolonged cardiac arrest. In the intensive care unit (ICU), blood pressure was stabilized using a titrated levophed infusion. About 30 minutes after hanging a new levophed bag, an issue with the intravenous (IV) pump caused an alarm for air in the line. Despite troubleshooting, multiple pump replacements, and manual adjustments, the patient's blood pressure dropped, necessitating additional vasopressor support. An alternative vasopressor (neo-synephrine) was administered twice to manage low mean arterial pressure (map). After the IV pump interruption was resolved, vasopressin and levophed were titrated successfully without further issues. The complaint device is not available for evaluation.